Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The excel 36khz straight handpiece each1 (c2602) was not returned; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. Based on the complaint of "overheating" and the description details, "I don't have this information; the only information on this is that the handpiece was very hot from start to finish. The device was tested at our facility but did not heat up." Therefore, the error may have occurred due to insufficient cooling water in the console reservoir, resulting in the handpiece not cooling during use as there is not enough fluid passing through to keep the handpiece temperature lower when in use. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported that the cusa excel 36khz straight handpiece (c2602) overheated during surgery and the nurse was burnt. Additional information received: 1. Did the problem occur before an operation (patient prepared/under anesthesia)? During an operation? At the end of an operation? Answer: the problem occurred during the operation. 2. Did the problem cause an increase in the duration of the procedure (= or > 30 minutes)? Answer: according to the information provided, this did not increase the duration by more than or equal to 30 minutes. 3. Did this incident have any consequences for the patient? If so, what were they? Answer: no, no incident for the patient. 4. Was another device available to complete the surgical procedure? Answer: the same device was used from start to finish. 5. If applicable: did the problem cause smoke, fire, and/or burns? Answer: yes, the problem caused a minor burn to a nurse. 6. What were the cusa parameter settings? - amplitude. - suction. - irrigation. - tissue select. Answer: I don't have this information; the only information on this is that the handpiece was very hot from start to finish. The device was tested at our facility but did not heat up.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.